Event description:
It was reported by service report that several siderail panels were damaged. It was further reported the footboard was damaged as well. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail panels, footboard.